Manufacturer narrative:
In absence of batch number, a batch review was unable to be performed. The root cause of the event could not be determined as insufficient information was provided. If additional information becomes available, the investigation will be re-evaluated.

Event description:
It was reported that btm was applied on a pediatric patient for an acute partial thickness burn, on the torso and limbs and a wound size of 60% total body surface area (tbsa), experienced delayed integration leading to removal of btm.